Event description:
Spouse of home patient (hp) reports incomplete prime of patient line of homechoice set. Hp was able to reprime line and complete treatment with assistance from baxter technician. No patient injury or medical intervention required per spouse of hp.